Manufacturer narrative:
(B)(6) 2021. It was reported to philips that the oxygen was raised during ventilation, and then the ventilator suddenly switched itself off. The device was in use at the time of the event. The unit was restarted and treatment continued on the same v60 on the patient. There was no medical intervention required and no report of patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated that after the device shut down, the device was restarted and the" silence alarm" and" reset alarm" was not possible to activate. The device was then restarted again, and then the v60 worked normally again. The customer's reported problem was unable to be reproduced. The customer completed performance verification testing twice, and was not able to duplicate the issue. The device was returned to service with no replacement parts required. The device remains at the customer site.

Manufacturer narrative:
Customer phone number (B)(6). Product not returned.

Event description:
Received information stating oxygen was raised during ventilation reportedly the ventilator suddenly switched itself off. No indication of patient being transferred to a second ventilator. Technical support advised the customer to run performance verification test (pvt), customer replied and unit passed pvt and customer was recommended to return back to use.